Event description:
It was reported that an asahi regalia xs 1.0 guide wire was used with an asahi corsair armet metal-tip catheter during a percutaneous peripheral intervention to treat a moderately calcified 90-99% stenosis in the moderately tortuous superficial femoral artery. When removing the regalia xs 1.0, the physician felt that the guide wire was caught by the concomitant corsair armet and its polymer jacket on the distal segment was peeled. No additional treatment was taken for this event. A new guide wire was used to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects related to this event and the patient was fine without problem after the procedure.

Manufacturer narrative:
Manufacturing site: (B)(4). The reported regalia xs 1.0 guide wire was returned for evaluation. The returned regalia xs 1.0 was found bent with hook-like deformation for approximately 85mm from the tip. Microscopic observation of the distal deformed segment found that the polymer jacket was stretched and intermittently torn apart at the peak of the hook-like curve. The stretched polymer jacket was found gathered distally at approximately 14mm from the tip. A longitudinal scratch mark was observed at approximately 45mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the metal tip of the concomitant catheter had most likely contributed to peeling of the polymer jacket. It was likely that the guide wire was deformed due to anatomical conditions so that the wire surface would contact and be scraped by the edge of the catheter tip during removal. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, it was unable to rule out a possibility that some polymer jacket fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.